Event description:
The complainant reported that during the physician's performance of a therapeutic procedure on a pt, the nasobiliary tube with jagwire was being used to "place an enbd tube." It was indicated that when the jagwire was being removed from the pt, the device tip became separated from the device, and remained in the pt's biliary duct. The tip was not removed from the pt's biliary, as it was felt that the pt would defecate the tip. The procedure was then completed. The following day the physician found that the tip had not been defecated by the pt, consequently the device tip was removed from the pt's biliary duct with the aid of a snare. The complianant indicated that there was no adverse affect on the pt as a result of the reported malfunction.